Event description:
It was reported that 2 bd vacutainer® edta 2k had black foreign matter in the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, a black fm was found in the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 2 bd vacutainer® edta 2k had black foreign matter in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a black fm was found in the tube.